Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not retuned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote balloon catheter. No patient complications nor injuries were reported.